Event description:
On my CPAP machine, sometime before the recall, I noticed that the filters were turning extremely black very quickly. My only symptoms were mild that were sinus related but the sudden black filters were cause for alarm for me. Now that I am aware of the recall concerning the black foam I am wondering if the foam is entering the filter system and I was breathing it all along. I have kept the last filter I used and am discontinuing use of the machine as I am afraid the unit is bad. FDA safety report ID # (B)(4).